Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2019, it was reported that the unit did not mesh properly. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned an autoclave case, ratchet, 1.5:1 ratio cutter, serial number (B)(6), and a 3:1 ratio cutter, serial number (B)(6), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(6) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the right bolt was unable to be pushed in to close and the sideplates, roller, roller gear, comb and sliding pins were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter serial number (B)(6) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2013 where the worn gear was replaced and the cutter produced a passing sample mesh. This is not a related issue. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 3:1 ratio cutter serial number (B)(6) as documented in the repair reports in livelink. Of the 4 complaints, 1 was the reported event while no other complaints appeared to be related to not meshing properly due to a defective cutter. Product review of the skin graft mesher on (B)(6) 2019 revealed that the calibration was within specifications and the device produced a passing sample mesh. There was some minor wear to the roller and gear but nothing significant. The 1.5:1 ratio cutter, serial number (B)(6), produced an incomplete cut and was deemed non-repairable. The 3:1 ratio cutter, serial number (B)(6), produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which did not necessitate the replacement of any components. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The cause of the reported event was due to the defective 1.5:1 ratio cutter. During the product review it was noted that the 1.5:1 ratio cutter, serial number (B)(6), produced an incomplete cut and was deemed non-repairable. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the unit didn't mesh properly. The event occurred during surgery and there was no harm or delay involved. There was no need for an alternate device to be used. The customer believes that the calibration is off and that is why the device does not cut evenly. No adverse events were reported as a result of this malfunction.